Manufacturer narrative:
The customer reported that she put the control solution on a paper sheet for testing. As per contour next control solution user guide, "squeeze a small drop of solution onto a clean, nonabsorbent surface." Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test on the contour next one meter and obtained a reading of 213 mg/dl at 9:44 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 9bv2g42 for evaluation. In-house testing was performed using the returned meter with returned test strips and returned control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control readings.